Manufacturer narrative:
The reported complaint of lp in rom mode while exiting shelf mode was confirmed. Based on the information provided, it was determined that the lp was interrogated before the device had completed exiting shelf mode. As part of the shelf mode exit, the lp enters rom mode. The programmer detected the rom mode and initiated the rom recovery procedure. The device was performing per design.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was found in rom mode. The lp was successfully restored and implanted. There were no patient consequences.